Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on dec 28, 2021, with blood glucose of 400 mg/dl. The customer¿s current blood glucose level was 79 mg/dl. The customer was treated with intravenous insulin infusion. The customer was treated with insulin pump and manual injection. High pressure test was passed. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).